Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a total abdominal hysterectomy. The surgeon experienced bleeding of the staple line during the case. The staple line was oversewn and case was completed. During the night, the patient's hemoglobin dropped from 12 to 7 and the surgeon was called in to reop to stop the bleeding. There was no mention of blood products or blood transfusion required. The device was discarded.